Manufacturer narrative:
The unit was evaluated and met all functional specifications. However, the unit case was damaged. The case and display were replaced.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a promark apex locator was dropped and was now giving incorrect measurements; no injury resulted.